Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the batteries were received in a near fully charged condition. The batteries are less than two years old and performed to specification with no indications of failure or damage. Through further discussion with the customer the fsr verified that the customer had unintentionally left the system running on battery while unplugged from main power, depleting the batteries, and resulting in the reported issue. This is considered user error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the ccp, he does no battery maintenance and was under the impression that the user facility¿s biomedical engineer (biomed) or the field service representative (fsr) was responsible for this. The fsr was unable to confirm the reported issue of the system shutting down during alternating current (a/c) disconnection, because the system was charged back up before the fsr arrived on-site. The fsr installed new batteries and verified the system performance and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was left "on" over the weekend and not plugged in. The user tried recharging all morning, but the red light was still blinking. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 21-oct-2015: according to perfusionist (ccp), the issue was found during set-up. There was no patient involvement, as the unit was changed out for a back-up before the patient was in the room. The procedure was completed successfully without delay. There was no observed harm.